Manufacturer narrative:
(B)(4). Event date: (B)(6) 2016 additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead model #: sc-4316 lot #: 17612090 description: next generation anchor kit-sterile the explanted devices were not returned to bsn.

Event description:
A report was received that the patient had developed an infection at the ipg site. Symptom was pocket pain. The physician believed that the infection was procedure related, but not device related. The patient was prescribed antibiotics and underwent an explant procedure.